Manufacturer narrative:
The device history records were reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. No device, no hospital/medical records or medical images have been made available to the manufacturer; therefore, the investigation is inconclusive. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The current crosser instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that after five minutes of use in the calcified sfa between two occluded stents, the guidewire would not advance through the tip of the recanalization catheter. The health care provider allegedly accessed a second site in an attempt to cross the lesion using only a guidewire. The hcp reported that the procedure was not completed. The hcp further reported that a bypass procedure is going to be scheduled at another facility. There was no known impact or consequence to pt.

Manufacturer narrative:
No device, no medical records and no medical images have been made available to the MFR. As the lot number for the device was provided, a review of the device history records is being performed. The investigation of the reported event is underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.